Manufacturer narrative:
Site representative, initial reporter, declined to provide patient information. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2014 a medtronic representative, following-up at the site, reported testing the navigation system and found it to be functioning properly and accurate. No further issues have been reported.

Event description:
A site representative, ent coordinator, reported that, while in a functional endoscopic sinus surgery (fess) procedure, the surgeon was 1cm inaccurate after two hours of being accurate. The inaccuracy occurred throughout the tracking volume with multiple instruments. In trouble-shooting the navigation system was re-booted, the patient was re-registered using tracer registration and accuracy was restored. It was noted that the patient was obese and the inaccuracy occurred on all anatomy, however, more when deeper in the sinuses. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.